Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was damaged; the plastic ring came loose from the customer's reservoir compartment and the reservoir compartment was cracked. The patient's blood glucose at the time of incident was 4.5 mmol/l. Troubleshooting was initiated and the caller did not recall any significant events that led to the damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was not received with retainer damage or reservoir tube damage. The device was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, peeling keypad overlay at bottom corner of overlay, damaged keypad overlay texture, cracked case on battery tube area, partially broken off battery tube threads, severely stained serial number label and peeling end cap address label.